Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-10118- device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off event on (B)(6) 2024. No further information available.